Event description:
It was reported that during a scheduled routine generator changeout procedure, the physician noted discharge in the pocket area and discussed that this was likely calcification. A new device was successfully implanted. No adverse patient effects were reported. It is expected to receive this device for analysis. Additional information was received that after the results of the cultures, the physician confirmed there was no infection.

Event description:
It was reported that during a scheduled routine generator changeout procedure, the physician noted discharge in the pocket area and discussed that this was likely calcification. A new device was successfully implanted. No adverse patient effects were reported. This device has been received for analysis. Additional information was received that after the results of the cultures, the physician confirmed there was no infection.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was successfully interrogated and no issues were observed. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a scheduled routine generator changeout procedure, the physician noted discharge in the pocket area and discussed that this was likely calcification. A new device was successfully implanted. No adverse patient effects were reported. It is expected to receive this device for analysis.